Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. After going transseptal, the farawave catheter was inserted into the sheath and was aspirated. During aspiration, small bubbles kept being aspirated, so sheath was removed from access and valve was determined to be the issue. The faradrive sheath was replaced and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed of.